Event description:
Caller states that he tested 2.8 inr on the coaguchek xs system and 7.353 inr on a comparison lab. Caller states that his medication dosage was held because of the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.